Event description:
The incident occurred at (B)(6) hospital during a bd nexiva product validation. The nurse inserted the catheter and turned to get a flush. When the nurse turned back to the pt, she observed that the tubing had separated from the distal y-port hub and blood was coming out. There were no ill-effects for the pt or end user.

Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).